Event description:
A user facility has called to report a wheelchair was not keeping a charge. The reporter of this incident was contacted for additional information. It was learned that the power chair was having problems, and was diagnosed as the joystick which was incorrect. The problem was found to be the charger. There is no injury or ill effect to the end user.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model 3gtq3-cg, serial number/date (B)(4) is approximately 2 months old. The owner's manual part number 1143151, rev I, (may-11), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed. Additional information received included an old charger until they can get a new one. The new charger was getting extremely hot with a burn odor. Their service tech has been speaking with the dealer and hopes to have the problem corrected by next week. If any further information is received, a supplemental report will be filed